Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of no inductive telemetry was not confirmed. The device was received from the field with the battery voltage above elective replacement indicator (eri) level. Analysis of device image indicated the device operated at high pacing output settings at times and autocapture was enabled during the implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed indicated normal device characteristics with the device able to be interrogated and establish telemetry successfully through inductive wand. Longevity assessment was performed, and implant duration exceeds total projected longevity indicating normal battery depletion.